Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted and replaced due to a pocket infection and erosion of the ipg. It was noted that there was serosanguineous drainage at the incision site, the pocket had developed a keloid and the incision had opened. When the patient was treated with antibiotics and blood and wound cultures were taken. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.